Event description:
The customer reporter the ventilator went vent inop and alarmed during use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient.